Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with sensor and serter not working. The customer also states that they are having trouble hearing the alarms and vibrations from the device. The customer states that they have gone to the emergency room for low blood glucose, and never hearing the alarm. The customer's blood glucose at the time of incident was over 190mg/dl. Troubleshoot was conducted for the insertion method of the sensor with the serter. The customer is being sent out a replacement holster. Troubleshoot for alarms and vibration was also conducted. Troubleshoot ran short, due to the customer running out of time. Nothing is being returned at this time.